Event description:
Customer reported that the therapy pads on their professional unit were getting too warm and returned it for evaluation. During evaluation of the unit, the duty cycle was found to be defective. There was no adverse event reported.

Manufacturer narrative:
This unit involved in this complaint was returned for evaluation and duty cycle failure was detected. No adverse event was reported, however, this type of malfunction may cause an adverse event. The design and functionally of anodyne's device does not suggest that there is an anticipated or "usual" frequency and severity of occurrence for the incident reported in our MDR.